Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as surgical damage like. Pain: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Other medical: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side deflation, right shoulder pain, hot flashes (not device related) and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician later reported right side, 'textured allergan saline implants in the breast on the right side and has deflated recently, always felt like the breast augmentation was way too small and wishes to be much bigger,' and 'has deflated implant on the right.' Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14aug2024. Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reported right side deflation, shoulder pain, hot flashes (not device related) and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional later reported "textured allergan saline implants in the breast on the right side and has deflated recently she always felt like the breast augmentation was way too small and she wishes to be much bigger," and "she has deflated implant on the right." Device remains implanted.

Event description:
Patient reported right side deflation (confirmed by physician), shoulder pain, hot flashes (which was deemed not device related) and exchange from textured to smooth breast implant due to the concern with the product. Healthcare professional reported capsular contracture, baker grade I/ii and cysts (which was deemed not device related). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Device evaluation update to include the following: ¿ unsatisfactory result: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, other medical-ndr, anxiety-product/procedure.

Event description:
Patient reported right side deflation, shoulder pain, hot flashes (not device related) and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional later reported "textured allergan saline implants in the breast on the right side and has deflated recently she always felt like the breast augmentation was way too small and she wishes to be much bigger," and "she has deflated implant on the right." Device remains implanted.